Event description:
According to the reporter, during laparoscopic surgery for endometriosis, at discoidal colon resection, green mark was noted but the device did not fire nor cut the tissue. The surgeon used a new device to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.